Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure. The customer reported there was no patient involvement.